Event description:
When the pump was taken from the box and turned on it made a very loud clanging noise as if a screw was loose and bouncing around inside.

Manufacturer narrative:
Technical evaluation: the pump was turned on and made a loud rattling and grinding noise. After disassembling the pump, it was found that the rattling sound was originating from the motor and pump interface. A ring metal sheet cover between the motor and the pump became loose and was grinding against the motor gears which generated the loud sound and damaged the gears. Conclusion: the metal sheet cover is "snapped" fit into a groove in the back of a pump. The pump cannot be used due to the damage to the motor shaft gears which have been shaved because of contact with the ring metal sheet cover. This cover may have not been properly installed during the manufacturing process. There was no loose bolt or screw as described in the incident. This issue was communicated to the pump vendor to prevent further occurrences. (B)(4).